Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which showed the clips not loading into the jaws. Based on the condition of the returned unit, it is possible that the reported event was caused by both excess lubricant and rapid actuation of the device. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: gb. Event description: [name] hospital. "The first clip slipped as soon as it was loaded." Product is already returned to applied medical. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.